Event description:
During a laparoscopic colectomy procedure, a crack was found near the muscle separator. Another like device was used to complete the procedure. There was no consequence to the patient.